Event description:
It was reported that the elective replacement indicator triggered and there may have been premature battery depletion. The device was removed and replaced. It was also reported that there was high threshold on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.